Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant false downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported constant false downstream occlusion alarms which was reproduced. A review of the event history log identified false downstream occlusion alarms. The cause was determined to be downstream tubing guide was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.